Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date in the same month as the onset of the peritonitis, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. Dianeal and extraneal therapies were ongoing. On an unreported date in the same month as the onset of the peritonitis, the patient was discharged from the hospital. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.